Event description:
A nurse reported that during a procedure, the laser footswitch stuck and the laser stood continuously on. The case was completed using the same footswitch. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).